Event description:
A cracked and shattered touchscreen was reported, and the screen protector confirmed that the damage extended underneath. The touchscreen was unresponsive, preventing customer interaction with the pump. There was no reported impact on the customer¿s blood glucose level. Technical support arranged for a pump replacement.